Manufacturer narrative:
A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. A kink was observed on the dcs shaft. The kink did not occur during the reported issue and may have occurred during transport of the device back for analysis, however the cause of this kink could not be conclusively determined. Voids were observed on the capsule, which indicated delamination between the capsule outer polymer and the nitinol frame. The voids typically occurred when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. The device was received with the capsule overcaptured. The evolut system instructions for use (IFU) cautioned the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. The capsule was observed to be separated confirming the reported event. When the capsule separation occurred the capsule may not have deployed the valve, which was consistent with the unable to deploy reported in this event. Capsule separation occurred due to excessive compressive forces applied during the valve loading process. This excessive compressive force was experienced when the valve was loaded incorrectly. It could not be determined if the valve was correctly loaded onto the dcs. A new system was used for implant and no adverse patient effects occurred as a result of this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. The device was received with the capsule fully closed and slightly over captured. Several voids were observed over the nitinol reinforcing frame along the distal end to the proximal end of the capsule. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule. The separation site was jagged and uneven. The valve cannot be removed from the dcs. A kink was observed on the outer shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve would not deploy. The valve and delivery catheter system (dcs) were removed from the patient. Once removed, the capsule was reported to have separated. The valve and dcs were exchanged for a new system and implanted successfully. No adverse patient effects were reported.